Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis in a good condition. During analysis, the customer's reported problem was confirmed. The pump was found to be displaying "1660" error code alarm message during the investigation. Service will replace the faulty microprocessor unit board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that a smiths medical cadd legacy plus pump displayed lec error 1660. No adverse patient effects were reported.